Event description:
It was reported that the ilet user experienced hypoglycemia to a blood glucose of 58 mg/dl, treated with approximately 7 grams of oral glucose, after which blood glucose increased to around 195 mg/dl and remained elevated. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically overtreatment of hypoglycemia, with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.